Event description:
It was reported that the pump touchscreen was cracked, rendering it illegible. There was no adverse impact to the customer's blood glucose level, as it did not exceed 500 mg/dl. Customer reverted to an alternate method of insulin therapy.